Event description:
It was reported that "pt presented with an acetabular fracture, due to a fall. Revised head, insert and cup."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The hospital is refusing to provide the device. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.